Event description:
This is report 1 of 2: it was reported that during a procedure, there was an attempt to use a ligating device. The ligating device was prematurely deployed and fell out of the lesion. There as an attempt to retrieve the loop with forceps through the instrument channel of the scope but nothing was found and the procedure was closed. The scope was reprocessed as usual. A few days later, after a case, with no reported issues of the scope, during reprocessing, the loop dropped out of the instrument channel and disposed of. Leakage testing was conducted and no issue to be found. There was no harm or injury to the patient.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to h6. Olympus will continue to monitor field performance for this device.

Event description:
There was an attempt to retrieve the loop in the stomach.